Event description:
The customer reported that the surgeon noticed the clear insulation near the jaws had came off of the device. The hospital disposed of the device and is not sure of the location of the insulation. The site contact was not able to provide additional information regarding the device and incident.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.